Manufacturer narrative:
Batch review performed on 23 jan 2026. Lot 2321452: (B)(4) items manufactured and released on 13-mar-2023. Expiration date: 2028-feb-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the most plausible contributing factor is the lack of solid osseous fusion postoperatively, which may have resulted in implant loosening and/or increased mechanical loading on the screw under physiological conditions, potentially contributing to the observed loosening and screw breakage. While the exact root cause cannot be definitively confirmed, the investigation found no evidence of manufacturing defects or systemic issues related to the device.

Event description:
In (B)(6) 2023, plif (l3-l4) was performed for extension fixation of l4-l5 (plif). Must mc screw and competitor`s cage (mdm) were used. Presently, revision surgery was performed due to loosening and breakage of the left l4 screw. The broken screw was removed, the cage was reinserted, and the re-fixation (cement screw insertion, l2-l5) was performed. Patient`s bone quality reported to be weak.no traumatic event reported.